Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The customer complaint was confirmed because there was an indication of an inaccurate cgm reading. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No injury or medical intervention was reported.